Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 26-mar-2025: causality for the event remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as unknown. After the radiesse(+) injection, the patient experienced a vascular occlusion. Corrective treatment included 7 cc of hyaluronidase, aspirin at the office and she was sent home with some aspirin. She was put on steroids and keflex. The health care professional was seeing the patient the day after the day of this report. The blood flow came back. Due to the provided information, the outcome of the event was considered as resolved. Follow up information was received on 26-mar-2025: the health care professional saw the patient 2 times on the day of the event, and daily since then. The patient had a vascular occlusion (reported as vo), most likely zygomaticofacial arterial branches, with a 8-10 seconds refill. The health care professional got her to 3 seconds distal and medial to point of occlusion, with mid face still sluggish at 5 seconds. Corrective medications included high dose steroids, keflex, cialis, acetylsalicylic acid (reported as asa), topical bacitracin three times a day (reported as tid), arnica, and nitric oxide. Other corrective treatment included led red light, daily micro-current, warm compresses every 2 hours while awake, a total of 2100 hylenex over a 24 period injected into arteries, as well as the surrounding tissue. The patient also received 2 of the scheduled 10 treatments in the hyperbaric chamber, with chamber equaling atmospheric pressure of the hospital. Circulation returned on the day of this report, with no evidence of tissue necrosis as of date. The health care professional considered this as an incredibly complex management case. The outcome of the event remained unchanged.